Event description:
It was reported that the sterile over pouch of a cystoflo urinary drainage bag was ruptured. This was found before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. During visual inspection the device packaging was observed to be cut. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.